Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 530am, the patient¿s mother noticed that the follow app was not showing any readings for the patient. She went to wake the patient up and found her unresponsive. It was also discovered that the patient¿s sensor had failed at some point while the patient was sleeping. Emergency medical services was called and the patient was transported to the emergency room. At the ER, the patient was treated with a ¿dextrose shot¿. No bg meter readings were reported for this event. It was not specified when during the event, the patient regained consciousness. She was discharged home after approximately 5 hours. The patient was ¿fine and stable¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.